Manufacturer narrative:
A supplemental is being submitted to update fields: b5, h2.

Event description:
It was reported; the subject device had the laser fiber break when in use, causing a burn of the drape. The issue was found during an ureteroscopy, laser lithotripsy. A rigid cystoscope was also used with the fiber. Surgical team indicated the fiber broke close to where it was clamped onto the drapes. The clamp however was not clamped directly on the fiber, the surgeon made sure to create a pocket of drape around fiber and only clamped the drapes above the laser fiber. The was no flame just burn mark noted on drape. The procedure was completed using the same device. The laser fiber was disconnected and replaced with new laser fiber and the procedure was completed. No delay and no patient harm were reported by the customer.

Event description:
It was reported; the subject device had the laser fiber break when in use, causing a burn of the drape. The issue was found during an unspecified procedure and was completed using the same device. The laser fiber was disconnected and replaced with new laser fiber and the procedure was completed. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d9, h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.